Event description:
The customer reported that the batteries fail to charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the batteries fail to charge. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was verified. The repair tech found a loose internal data cable connection on the battery pca. The device passed all post-servicing testing and was shipped back to the customer site.